Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff of the device had a leak due to the shape and size. More air was added to the cuff and ruptured. There was no patient harm.